Manufacturer narrative:
The reported event of insufficient device problem information was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality with results within normal range. Further evaluation of the output signal found normal pacing parameters and review of the device history record (DHR) indicates all manufacturing and inspection operations were performed normally, and the device passed all tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient¿s pacemaker and right ventricular (rv) lead exhibited unspecified issue. The pacemaker and rv lead was explanted and replaced. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.